Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw2184 showed five other similar product complaint(s) from this lot number.

Event description:
Details of incident: it was reported a patient was having chemotherapy via PICC line. Same was infused. Nurse was giving the post 10ml of sodium chloride when it was noticed that the dressing become wet. Bolus infusion was stopped. Registrar on call was notified. The PICC was x-rayed (B)(6) 2019 and showed fracture in the PICC line. Same was removed. No other information was provided.